Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that after the device was turned on, error 1102 for primary alarm failed was found and the device cannot work normally. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. After reconnecting the power cord, the machine is turned on, and the fault remains. According to the pse, the rp-pcba, cpu, v60 failed and needs to be replaced. The customer replaced the rp-pcba, cpu, v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.